Event description:
It was reported that an unspecified alarm occurred during use on the home choice (hc). There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with no abnormalities noted that could have contributed to the reported condition. Functional testing, electrical safety testing, and calibration testing were performed with no issues noted. A short simulated therapy was performed successfully. A review of the device service history and device history records revealed no failures or problems that were the same as or similar to the reported event. An event history log review revealed an occurrence of a system error 2084. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.